Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 2.25 promus premier stent was advanced for treatment. However, during the procedure, the stent did not reach the target lesion side and upon device removal, the stent dislodged in the middle and distal of left circumflex artery. The dislodged stent was deployed in place and the physician did not remove detached portion due to risk issue. The procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: promus premier ous mr 24 x 2.25mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with struts lifted at the proximal section. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the length of the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the shaft polymer extrusion. The device could not be loaded and tracked onto guidewire.

Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 2.25 promus premier stent was advanced for treatment. However, during the procedure, the stent did not reach the target lesion side and upon device removal, the stent dislodged in the middle and distal of left circumflex artery. The dislodged stent was deployed in place and the physician did not remove detached portion due to risk issue. The procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was stable.